Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported failure to deploy was not confirmed as the stent had been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during deployment in the mildly tortuous, heavily calcified, 70% restenosed, mid femoral artery, after pre-dilatation, the supera stent partially deployed in the introducer sheath and could not be fully deployed. The device, including the stent, was removed without issue. Another stent was implanted. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.